Event description:
Title: xxxx. Event desc: patient reported that disposable chemical ice-cold pack burst. Patient had been using these during post-op period and placing under lower extremity (calf-knee) area. This pack had been applied and had warmed by the 20 minute mark. Patient fell asleep and awoke because bed was wet. What was the original intended procedure: ice pack to reduce swelling. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Spoke with (B)(6), who stated that there was no injury to pt or clinician and that the pack leaked and caused the bed to be wet. The hosp had no other reports of product problems. The pt had used other packs without a problem. Was an isolated incident.